Manufacturer narrative:
B3: unknown; year valid. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed two occurrences of, "high alarm displayed: cassette not attached properly." Functional testing was performed, and the reported issue was confirmed. The cause was traced to an out of calibration downstream occlusion (dso) sensor. The dso sensor was calibrated to address this issue.

Event description:
It was reported that the cassette sensor error occurred during testing. Evaluation of the returned device revealed that the downstream occlusion sensor was faulty. There was no patient involvement.